Event description:
(B) (4). Same case as 2134265-2010-02563. It was reported that during a carotid artery stenting treatment procedure the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 5.0 mm long with a 5.0 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 10%. During the index procedure, the patient developed hypotension. IV fluids were increased and the event was considered resolved without residual effects 2 days later. The patient developed generalized weakness with onset the day after the index procedure. No action was taken and the event was considered resolved without residual effects. The patient was discharged 2 days after the index procedure.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: product analysis is not applicable because the product was not returned for evaluation. A review of the manufacturing documentation for the associated batch found that no anomalies or deviations potentially related to the event occurred during manufacturing. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).